Manufacturer narrative:
As reported by the (B)(4) registry, the patient experienced amaurosis fugax and had right visual field loss, stent thrombosis and arterial stenosis of the right ica target lesion approximately twelve months post index procedure. At the time of the index procedure, angiography revealed 83% stenosis of the right mid internal carotid artery. The lesion was moderately calcified, was eccentric and had severe tortuosity. The lesion was described as 29.74mm in length. The reference vessel was 3.96mm in diameter. Pre-procedure nih score was zero. The patient was symptomatic. An angioguard rx with a 6mm basket was deployed beyond the lesion. A 7 x 40mm precise pro rx stent was implanted at the target lesion after pre-dilation, with 10% residual stenosis. The patient left the angiography suite without neurological deficit. Presence of air bubbles was not noted. The patient was discharged the next day after the index procedure with an nih stroke scale of 0. On (B)(6) 2011, approximately twelve months post index procedure, the patient experienced amaurosis fugax and had right visual field loss. The patient was given additional dose of plavix (300mg). No residuals were noted. The onset was sudden and the patient fully recovered without deficit. The event lasted less than 24 hours. On (B)(6) 2011, the patient underwent an ultrasound that showed right ica in-stent stenosis. By ultrasound the right ica stenosis was 80-99%; by angiogram it was found to be >95% stenosis. Stenosis was found within the stent at the origin of the internal carotid artery, just past the bifurcation and extends for somewhere between 2-3cm. The patient started plavix post procedure on (B)(6) 2011 and is to take daily. She was taking plavix at time of event. The patient has a medical history of hyperlipidemia, clinical copd, diabetes mellitus, coronary artery disease, myocardial infarction and hypertension. The patient has high risk criteria of post radiation treatment to the neck. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14097133 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Amaurosis fugax is loss of vision in one eye due to a temporary lack of blood flow to the retina. It is thought to occur when a piece of plaque in the carotid artery breaks off and travels to the retinal artery in the eye. Plaque is a hard substance that forms when fat, cholesterol, and other substances build up in the walls of arteries. Pieces of plaque can travel through the bloodstream. Vision loss occurs as long as the blood supply to the artery is blocked. Atherosclerosis of the arteries in the neck is the main risk factor for this condition. Risk factors for atherosclerosis include heart disease, high cholesterol, smoking, diabetes, and high blood pressure. Symptoms include the sudden loss of vision in one eye. This usually only lasts seconds but may last several minutes. Some patients describe the loss of vision as a gray or black shade coming down over their eye. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Several factors, including mechanical plaque disruption, intimal injury, and stent thrombogenicity predispose the patient to thromboembolic events. Platelet adhesion, activation, and aggregation play main roles in mural thrombus formation. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. A review of lot 14097133 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Event description:
As reported by the (B)(4) registry, the patient experienced amaurosis fugax and had right visual field loss, stent thrombosis and arterial stenosis of the right ica target lesion approximately twelve months post index procedure. At the time of the index procedure, angiography revealed 83% stenosis of the right mid internal carotid artery. The lesion was moderately calcified, was eccentric and had severe tortuosity. The lesion was described as 29.74mm in length. The reference vessel was 3.96mm in diameter. Pre-procedure nih score was zero. The patient was symptomatic. An angioguard rx with a 6mm basket was deployed beyond the lesion. A 7 x 40mm precise pro rx stent was implanted at the target lesion after pre-dilation, with 10% residual stenosis. The patient left the angiography suite without neurological deficit. Presence of air bubbles was not noted. The patient was discharged the next day after the index procedure with an nih stroke scale of 0. On (B)(6) 2011, approximately twelve months post index procedure the patient experienced amaurosis fugax and had right visual field loss. The patient was given additional dose of plavix (300mg). No residuals were noted. The onset was sudden and the patient fully recovered without deficit. The event lasted less than 24 hours. The patient is scheduled to undergo carotid angiogram on (B)(6) 2011. On (B)(6) 2011, the patient underwent an ultrasound that showed right ica in-stent stenosis. By ultrasound the right ica stenosis was 80-99%; by angiogram it was found to be >95% stenosis. This was reported as "stent thrombosis" per the reporter. Also this is a patient with post radiation neck with stent restenosis. Stenosis was found within the stent at the origin of the internal carotid artery, just past the bifurcation and extends for somewhere between 2-3cm. The patient started plavix post procedure on (B)(6) 2011 and is to take daily. She was taking plavix at time of event.